Manufacturer narrative:
(B)(4). As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that during right ventricular (rv) lead automatic capture (ac) test within atrial tachy response (atr), there were 2 beats with loss of capture (loc) but was then followed by three ventricular paced events. However, it appeared that there was loc for 3 beats and then captures resumes. Boston scientific technical services (ts) discussed normal device behavior. Further, ts stated that this patient is completely dependent and appears as though that there were 5 beats of loc during atr at the end of the commanded threshold test. No adverse patient effects were reported. The system remains in service and there were no adverse patient effects reported.